Manufacturer narrative:
The unit was received with a missing display window cover, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker, and end cap broken off. Unable to performed functional test due to end cap broken off.

Event description:
The customer's father reported via phone call the insulin pump was damaged. The insulin pump was initially lost. The caller reported that the insulin pump was busted. The customer advised that the insulin pump had been run over because it was in pieces. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.